Event description:
The heparin pump module was set to infuse 1 cc per hour. At the start of the treatment, 7:20 am, the pt was given a 2 cc loading dose of heparin which left 8 cc of heparin. At 8:40 am, 7 cc of heparin were left. At 9:50 am, the remaining 7 cc of heparin had infused. Because of a prolonged aptt, the pt was given protamine and a unit of plasma. The pt did return to the nursing home at which she resided.